Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI (B)(4). Investigation is ongoing.

Event description:
As reported by field clinical specialist (fcs), post successful placement of the 23mm sapien 3 valve in a 23mm 2700 perimount aortic valve, post dilation was attempted to crack valve ring. After post dilation, there was moderate to severe central aortic insufficiency due to ¿mal-coaptation of the leaflets¿. Due to the larger internal diameter from post dilation, the team elected to put a second 26mm s3 inside this valve. Post placement, there was no central ai, none/trace pvl around original avr, and mean gradient of 5 by echo. The patient was stable at the end of the procedure.